Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the high impedance was a possible break in the system. An x-ray and CT were taken, but no action had been taken yet as the hcp was still developing a plan of action.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mdt rep got a call from patient, to report desired settings not available. Rep had patient use the handset to go into MRI mode to test impedance. And patient wasn't able to pass impedance to allow MRI. Rep met with patient today to test impedance. And it showed, high for both leads. Provider pushed on the implantable neurostimulator (ins). And then, the lead/extension connections to test impedance, but, there was no change in impedance. X-ray showed a break on the left extension and nothing was noted on the right. Provider has ordered a CT scan. Patient had a bad fall in august of 2023. But, impedance was normal at the time. Patient has been referred to their neurosurgeon. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: sensight, product ID: b3400060 (serial#: (B)(6)), product type: 0191-extension, implant date: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.